Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 30 mg/dl and skin irritation at the infusion site. Troubleshooting found that the skin is infected at the site and advised the customer to follow up with their doctor. Customer declined to troubleshoot their low blood glucose. No further details given.